Manufacturer narrative:
Summary of analysis: the lead is within electrical and mechanical specifications. The lead tip was extended and retracted without difficulty. Cannot verify complaint.

Event description:
The rptr indicated that at implant, the lead was inserted into the ventricle. Although the screw was extended once, it was retracted in order to find a good spot to fixate the lead. After retracting the screw using a retraction stylet, the stylet coult not be removed from the lead.